Manufacturer narrative:
At this time, product has not yet been returned. Sensor kit expiration date is 31-jan-2023. The medical event associated with this case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc sensor. Customer reported receiving unspecified low readings from the adc sensor and experienced a light headache and self-treated with humalog and their standard medication mounjaro. Customer further reported they were seen at the hospital and a healthcare meter result of 124 mg/dl was obtained. The customer was administered unspecified IV fluid in addition to a chest x-ray, ECG, and unspecified lab tests. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.